Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiopulmonary arrest during dialysis treatment and expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.